Event description:
It was reported that even though the md performed the procedure according to instruction when injecting the contrast, the balloon was found leaking. A second kit was opened and a new issue was encountered. Upon pretesting the balloon, the balloon was found uneven when inflated and as a result, unable to use. A third kit was opened. The balloon was pretested and was found uneven when inflated and as a result unable to use. A fourth kit was opened and used without issue.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.